Event description:
Patient was being transferred and weighed with a sling when scale tilted, patient came to rest on the rn with head against the edge of the sling. Patient was eased on the floor and then safely assisted back to bed by several nursing staff. No adverse or injuries for the patient, physician was notified immediately, assessed the patient, no follow up orders, rn sustained a back injury due to this event.

Manufacturer narrative:
The unit was not returned to scale-tronix, no specific previous incidences of this type of occurrences (for this type of scale) has been previously reported.